Event description:
New information states that, lead impedance was normal and sensing was low. The lead was explanted and replaced on (B)(4), 2018. No further information was available.

Event description:
It was reported that the lead exhibited failure to capture. The patient was asymptomatic with respect to the malfunction. Lead revision was discussed.